Event description:
It was reported that the pump does not recognize a closed latch.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "cassette locked but not latched" alarm. The investigation found that the device duplicated the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective latch/lock optic flex circuit was the cause of the reported issue. The defective latch/lock optic flex circuit was replaced. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time., corrected data: d1 and d4 model updated